Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va1p9m7, implanted: (B)(6) 2019 product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 02-aug-2020, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 13-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the electrode 1 had high impedances. No known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included intra-operatively impedances on electrode 1 showed as high on monopolar and bipolar when tested at 3v. Extension was taken out and getting reinserted. It then read high on monopolar only. It was then removed and reinserted. It then showed impedances were ok. 1 week later the patient has come to clinic for programming and electrode 1 is now showing as high on monopolar and bipolar. Interventions/actions included testing it twice and it remained high at 3 volts. The issue is not yet resolved. No symptoms were reported. No further complications were reported or anticipated.